Event description:
Pt was admitted to hospital in 2005 for removal of bilateral breast implants secondary to deflation of right breast implant. Pt did not want breast implant replacement. The surgically removed breast implants had been placed in 1996 and they were saline filled breast implants.